Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The anatomy was reported as unremarkable and no complications were reported during the initial stent graft implantation. It was reported that the patient presented on an unknown date with back pain. A CT was done and revealed that the patient had bowel ischemia. The physician performed a hemicolectomy. The physician commented that the cause of the bowel ischemia could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4) patient's condition affected effectiveness of device (bowel ischemia), device failure/lack of effectiveness related to patient condition (bowel ischemia).